Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was sensing noise on the atrial and ventricular channels. The device oversensed this noise, resulting in an inappropriate mode switch, inappropriate arrhythmia detection, and a pause in ventricular pacing.